Event description:
It was reported that foreign matter - cardboard. Verbatim: there was a november repeat concern reported to bd with regard to the 26ml chloraprep formulation (attached). The bd representative passed that concern along to bd product complaints. Bd product complaints has yet to respond to this concern submitted by our sales representative. How can we go about getting a response from bd? Pictures of this most recent complaint are attached. Appears to be the same issue ¿ ¿contamination¿. The original complaint (acknowledged by bd august 24th) concerned the 3ml formulation and now the 10.5 as well as the 26ml formulations are being reported as having the same issue. Hi, well the pain area building 1 2nd floor noticed this in the chloroprep today. I have attached the pic and the packaging. I am having them look at the stock and bring me the rest of the chloropreps. I cant believe this is happening again. Let me know what you need from me. Thanks (B)(6). Per (B)(4) same issue verbatim: ¿cardboard flecks¿ appear to again be the issue.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Samples and photos were provided for evaluation. Visual examination of the 2 samples discovered one sample with two small black specs and the other had a small blob of darker material. It was verified that the black specs were dye particles from the printing of the lidding. The most probable root cause of the issue was inadequate gmp practices. The production record review was completed for batch/lot 1274538 and no non-conformances were identified during the manufacturing of this lot. As of (B)(6), 2021, the weekly preventive maintenance was updated to include a thorough cleaning of all rollers. No further action will be taken at this time. Bd will continue to track and trended this failure. H3 other text : see narrative below.

Event description:
It was reported that foreign matter - cardboard. Verbatim: there was a november repeat concern reported to bd with regard to the 26ml chloraprep formulation (attached). The bd representative passed that concern along to bd product complaints. Bd product complaints has yet to respond to this concern submitted by our sales representative. /omit/ ¿ how can we go about getting a response from bd? Pictures of this most recent complaint are attached. Appears to be the same issue ¿ ¿contamination¿. The original complaint (acknowledged by bd august 24th) concerned the 3ml formulation and now the 10.5 as well as the 26ml formulations are being reported as having the same issue. ~~~~~~~~~~~~~~~~~~ hi, well¿ the pain area building 1 2nd floor noticed this in the chloroprep today. I have attached the pic and the packaging. I am having them look at the stock and bring me the rest of the chloropreps. I cant believe this is happening again..let me know what you need from me. Thanks anna ~~~~~~~~~~~~~~~~~~ per pr 3456111 same issue verbatim: ... ¿cardboard flecks¿ appear to again be the issue.